Manufacturer narrative:
Unit passed displacement and self tests. No multiple insulin pump error alarm were noted during testing; however, hardware low level failure alarm is found in the pump history file due to some hardware error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer was able to successfully clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.